Manufacturer narrative:
The cause for the discordant tsh3-ultra result is unknown. The customer was provided with the important product safety information bulletin (10814911), issued in may 2013, that explains that a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A falsely low advia centaur xp tsh3-ultra result was obtained for a patient sample. The patient sample was tested for tsh and tested on an alternate test method. The results were as expected. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.